Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege: on or about (B)(6), 2006, patient was implanted with a depuy asr hip implant. Patient is at a high risk of suffering serious and dangerous side effects, including but not limited to severe pain and suffering. Patient was revised on the other side, but there is no mention of a revision on this side.